Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that it was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled implant procedure. After inserting the leadless pacemaker with the delivery catheter through the right ventricle, a pericardial effusion was noted. The epicardial effusion was confirmed via an angiogram. A pericardiocentesis was performed. The patient condition was stable throughout procedure.